Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed; however the photos did not identify a specific product issue. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube k2edta plh 13x75 3.0 plblce gld had underfill. This was discovered during use. The following information was provided by the initial reporter: upon filling the yellow edta tube, the tube didn't fill completely. Upon filling the yellow edta tube during a blood donation, this tube didn't fill completely. The next lavender edta tube filled correctly. Tube could not be used for testing. Lot number is not known.